Manufacturer narrative:
Attempts are being made to obtain more additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Can you please specify if the electrode loop tip fell into the patient's uterine cavity or the patient's abdominal cavity? Additional information was requested earlier and the following was obtained: please tell us if the portion of the loop electrode tip that fell into the patient's cavity was retrieved? The material was not visualized out of the cavity. It was not removed. How was the procedure completed? The handle broke close to procedure completion. The product was not replaced, as the patient would already be approached again, the surgeon said that the procedure would be performed in two parts. Confirm that there were no patient consequences as a result of this reported difficulty? Our distributor will verify it. Will the portion of the loop electrode that fell into the patients cavity be returned for evaluation along with the electrode itself? The device was returned for analysis on march 21st, 2017.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please tell us if the portion of the loop electrode tip that fell into the patient's cavity was retrieved? How was the procedure completed? Confirm that there were no patient consequences as a result of this reported difficulty? Will the portion of the loop electrode that fell into the patient's cavity be returned for evaluation along with the electrode itself?

Event description:
It was reported that the patient underwent a surgical hysteroscopy procedure on (B)(6) 2017 and the electrosurgical device was used. During the procedure, the resection loop broke and the broken part fell into the cavity. It was also reported that there was no adverse patient consequence for the patient. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was received: the surgeon opines that during surgical hysteroscopy of the patient acsc, (b)(6 after removal of 80% submucosal myoma, it was detected during the myoma section that the dissection loop ruptured into three parts (two fixed on poles and one loose in the cavity). It was possible to remove the material carefully until the uterine cervix, but due to the absence of apprehension device, it was not possible to visualize it outside the cavity. The procedure was suspended because there was no other similar material at the moment. It was performed diagnostic hysteroscopy and it was not detected the piece (part) in cavity.

Manufacturer narrative:
Additional information was requested and the following was received: can you please specify if the electrode loop tip fell into the patient's uterine cavity or the patient's abdominal cavity? The electrode loop fell into the uterine cavity, but the doctor believes and reviewed several times to ensure that she was able to withdraw its. The device probably fell down on the floor of the operating room. The hospital and the doctor did not report any complications after the surgery.

Manufacturer narrative:
Upon visual inspection, the tip shows signs of activation and there is a break in the middle of the active loop. It should be noted that there is no sign of mechanical force or stress in the area of the tip failure. The condition of the electrode tip indicates that activation was stopped at the point of failure due to the sharp edges and surfaces of the fracture location.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.